Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient around 2008. It was reported that revision surgery was performed on (B)(6) 2017 due to drainage dysfunction. The valve was replaced with a competitor's product (progav). The symptom of slit ventricle was appered and the patient had a very heavy headache from 3 months ago. At present, the patient's condition got better. The surgeon commented that the sg was not functioning as expected due to aged deterioration or other reasons (the valve was implanted about 9 and a half ago). The sales rep received a request for flow rate test (whether it is now also as specified). The patient¿s initial is (B)(6), (B)(6) male. He has congenital hydrocephalus. His protein level was normal. No further information available. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. -the valve was visually inspected: what looks like a fibrous adhesion was noted on the silicone rubber. The siphon guard was flushed, passed no occlusions noted. The siphon guard was tested and found to be fully functional. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.